Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A competitor reported that the surgeon used the system to pick the patient's intraocular lens (iol) which did not match manual calculations. The iol was explanted for optimal customer experience. Additional information has been requested.

Manufacturer narrative:
No further information was able to be obtained. The root cause cannot be determined conclusively. (B)(4).